Manufacturer narrative:
Device-b: d5,6; h2,3,4,6; g4: added additional info. Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: balloon condition, a)torn b)punctured; cam condition, ab)good; desufflation lever condition, ab)good; extension condition, ab)good; inner gasket condition, ab)good; outer gasket condition, ab)good; sleeve condition, ab)good and stopcock condition, a)broken b)good. Functional tests & results: balloon inflation test, ab)fail. Analysis conclusion: (ab) based upon the inquiry info received and the visual examination: a)it was concluded that the balloon had torn, making the instrument non functional. The dissector was received with the stopcock separated from the housing and with three tears in the mid-section of the balloon. No conclusion could be reached as to how the balloon had become torn or as to how the stopcock had been broken off. B)it was concluded that the balloon had incurred two pinholes in the distal portion of the balloon, making the instrument non functional. The dissector was received with two pinholes in the distal portion of the balloon. No conclusion could be reached as to how the balloon had incurred two pinholes in it during surgery. (Ab)each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported by the rep during a totally extraperitoneal repair the surgeon had difficulty keeping the balloon inflated. A second instrument was opened and for unk reasons, the surgeon cancelled the case before the procedure was completed. Prior to beginning the procedure, the surgeon insisted on another MFR's product, which was obtained. The surgeon than requested the ees rep be paged, however, the rep was unavailable. The ees products were used. There was no consequence to the pt.